Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump for spinal pain. It was reported that the patient was admitted to the ER (emergency room) last night due to an increase in pain over the past week.  Per the hcp, they had pulled the medication from the pump and determined that the pump was still full of medication.  Today, they were going to do a cap (catheter access port) aspiration and a dye study if the aspiration was successful to see if there was an issue with the catheter.

Event description:
On 2021-feb-25, additional information was received from the hcp, via a manufacturer representative (rep). On (B)(6) 2021, the patient went in for a pump refill and their hcp found the reservoir was full of drug. On (B)(6) 2021, the patient was admitted to the hospital and a catheter dye study was attempted but was unsuccessful. The patient stated that only a very small amount of fluid was removed and they needed to be able to take out more. The patient was scheduled for a revision on (B)(6) 2021. At the time of the surgery, the pump was found to be flipped. The catheter was twisted into itself multiple times. The pump segment of the catheter was replaced. The original spinal segment remained. A dye study performed in the operating room (or) confirmed the catheter time and catheter was patent. The patient stated they had the pump implanted on (B)(6) 2020. It initially helped, but the hcp had to increase the dose the past 3 months because the patient had no relief. The patient noted the pump moved a lot. The issue was resolved at the time of this report. The pump contained fentanyl (600 mcg/ml, 100 mcg/day).

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted:(B)(6)2021. Product type catheter product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.